Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Corrosion of cp and dp boards was surmised to be caused under the circumstance of higher humidity, e.g. The user may have used humidifier close to the device. Image color issued was surmised to be caused by dp board malfunction. Keyboard and on front panel button malfunction were caused by cp board. B40 error indicates failure of detecting cm board, which was caused by cp board malfunction. Wearing of the top cover may have been attributed to user¿s handling, excessive force applied, e.g. Hard materials were hit. The instuctions for use (IFU) states: keep fluids away from all electrical equipment. If fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus. Do not prepare, inspect, or use the video system center with wet hands. Do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not simultaneously touch any of the exposed electrical contact pins and the patient. It may pose a risk of an electric shock to the patient and/or user. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, indication of fluid invasion on the cp and dp boards were noted. As a result, intermittent issue with image color and b40 error were noted. In addition, the keyboard and front panel button failed to work. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center has image issues. During a standard service inspection of the customer returned device, printed-circuit board failure was observed. This report is to capture the printed-circuit board failure reportable malfunction noted at estimation. There was no patient injury or harm reported.